Event description:
It was reported that insulin leaked from the reservoir. It was also reported customer experienced high glucose levels. Blood glucose levels were not reported. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.